Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was unable to reset pump at time of call, so technical support provided reset instructions by email and advised customer to call back if malfunction continued, and no additional information was received regarding the outcome of the event.